Manufacturer narrative:
According to the customer, on 11/10 the device has a weird sound effect on the inside. The customer is not able to use the medication unless it is given in the hospital since he is not receiving the nebulizer from the machine. The customer is doing ok. A device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 11/10 the device has a weird sound effect on the inside. The customer is not able to use the medication unless it is given in the hospital since he is not receiving the nebulizer from the machine.